Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: -can you identify the lot number of the product that was used? --tmbbdx. -please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. --device shipped out today 7/24 shipper kit was delivered 7/23. H3 analysis: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. Product code sxmp1b414.during the visual inspection of the sample, the swage and attachment area did not meet expectations. Since, the hit of the stake was higher than usual, causing the suture to be separated from the needle. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2024 and suture was used. Prior to use, when they pulled the suture out of the packet the suture broke. Another device was used to complete the surgery. No adverse patient consequences were reported. Upon evaluation of the returned device, an incorrect swage defect was identified. Additional information was requested.